Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
It was reported that while in use the ventilator had a "low oxygen inlet pressure" alarm. Reportedly, the unit kept operating. The medical engineer reconnected the oxygen pressure resistance hose and the alarm was cleared. Although the unit kept operating and the alarm was cleared, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed a functional test and confirmed the unit operated properly. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.